Manufacturer narrative:
Return testing was not completed as returns were not available. A review of ticket trending did not identify any complaints that were similar for falsely depressed sodium patient results. The trend review by the product list number found no trends related to this issue. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a falsely decreased sodium (na) result generated on the architect c16000 analyzer on one patient. Results provided: (B)(6) = 115 / 142 / 144 / 143 mmol/l. (Normal range: 136 to 145 mmol/l). There was no impact to patient management was reported.